Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was previously receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for an unspecified indication for use. It was reported that the patient had moved to las vegas in the late 90's and had an emergency surgery because his "catheter or something wasn't working." The reporter didn¿t remember for sure, but noted that all they knew was that it was in the late 90's or early 2000's." The date of the event was unknown. The serial number of pump that was implanted during this time was unknown. It was indicated that issue had already been addressed and their concern was not on their current pump. It was noted that the patient gets refills every 3 months. Physician listings were provided as requested. No patient symptom was reported. No further patient complications have been reported as a result of this event.